Manufacturer narrative:
During investigation of the charger for an unrelated issue, a reportable malfunction was found. The charger was unable to charge a battery pack. Upon investigation the battery charger was unable to charge/recognize a battery pack. The cause for the failure was contamination on the battery board pca. Correction: charger was scrapped.. Root cause: the root cause for the contamination was ingress of an unknown liquid. Corrective action: there is no CAPA initiated at this time as the severity does not warrant an immediate CAPA (malfunction did not cause or contribute to a death or serious injury). The need for a CAPA based on the occurrence of this failure mode is assessed during the monthly data analysis per 90c0010. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was unable to charge a battery pack.